Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (sn (B)(4)) was leaking water. The thermogard ivtm system and start-up kit (suk) lot #162857 along with a saline bag containing 50ml was forwarded to a hospital biomed for testing. Biomed added saline in the bag and ran the thermogard ivtm system, noticed no leak from the suk, and no saline fluid was observed in overflow shelf under the console. Patient's status information was requested but the customer did not provide a response.